Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, noise and increased, variable pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead and device. The patient was in stable condition. Related to manufacturer report number: 2938836-2020-01296.

Manufacturer narrative:
The reported events of high pacing lead impedance and noise were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.